Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the infusion set cracked and leaked infusion fluids. On (B)(6) 2020- additional information stated, "the issue is that the miniloc safety infusion set cracks and leaks chemotherapy drugs, approximately 24+ hours after being used with a pump. The crack occurs on the access port closest to the patient ( the one without wings) when a leur access device is placed. That is what causes the crack to occur. The crack is usually not seen or noticed initially but over time (approximately 24 hours later) will leak chemotherapy."